Manufacturer narrative:
The battery cap functioned properly, and no grinding sound during battery cap insertion was noted. The pump passed displacement test, operating currents, self test and off no power test. No blank display was noted. However, the pump had minor scratches on the display window, a cracked case at the display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 240 mg/dl. Customer was advised to disconnect from the insulin pump. Customer reported bangs or cracks on the device only marks on the keys. Customer stated the battery cap was making a greeting sound. The device was not exposed to moisture. The battery cap, battery compartment, or springs were not damaged, missing, nor corroded. Customer was advised to insert a new battery and he stated he has tried four, display did not return. Customer was advised to clean battery contacts, insert a battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.